Manufacturer narrative:
Additional devices listed in this report: cat 5517-f-501, lot spedd1a, description: triathlon p/a cr beaded #5l; cat 5523-b-400, lot unk, description: triathlon prim beaded size 4 bp. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation as the patient wanted to keep her implants. Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Event description:
Today I was in a case performed by doctor at (B)(6) hospital. He has been following (B)(6)female patient who had her knee replaced by him in 2009. Sometime after her original surgery, the patient fell down a flight of stairs. Her mcl was torn during the fall and had to be repaired. The date of the mcl surgery is not known by me. The patient recently presented to doctor with left knee pain. Xrays and a bone scan were taken of the left knee. Doctor determined from the x-ray and the bone scan that the tibial component may have become unstable. He made the decision to revise her left total knee doctor removed the triathlon cr insert, the triathlon cr pressfit femur, and the triathlon press fit tibial baseplate. The triathlon patella was determined to be well fixed and remained in the patient. Doctor revised her knee to a triathlon ps cemented femur, a triathlon cemented universal baseplate, a 12x50mm cemented stem, and a 4/16mm ps x3 insert.

Manufacturer narrative:
Corrected data: manufacturer date. An event regarding baseplate and femoral component loosening involving a triathlon insert was reported. Evidence of baseplate and femoral component loosening was observed by a consulting clinician upon review of the x-rays provided. Based on the information provided, the tibial insert was removed as the baseplate component was explanted. There is no indication that the insert reported in this investigation may have contributed to the event of baseplate and femoral component loosening. No further investigation is required at this time.

Event description:
Today I was in a case performed by doctor at (B)(6) hospital. He has been following a (B)(6) female patient who had her knee replaced by him in 2009. Sometime after her original surgery, the patient fell down a flight of stairs. Her mcl was torn during the fall and had to be repaired. The date of the mcl surgery is not known by me. The patient recently presented to doctor with left knee pain. Xrays and a bone scan were taken of the left knee. Doctor determined from the x-ray and the bone scan that the tibial component may have become unstable. He made the decision to revise her left total knee doctor removed the triathlon cr insert, the triathlon cr pressfit femur, and the triathlon press fit tibial baseplate. The triathlon patella was determined to be well fixed and remained in the patient. Doctor revised her knee to a triathlon ps cemented femur, a triathlon cemented universal baseplate, a 12x50mm cemented stem, and a 4/16mm ps x3 insert.